Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had low flow alarms with a syncopal episode. They were admitted to the hospital. The patient had an ongoing elevated pulsatility index (pi) of 8-11, mean arterial pressure (map) of 78 mmhg, and pump flows in the high 3s (lpm). A review of the log files revealed pi events on (B)(6) 2022 at 09:21 and 14:32. The patient has reportedly been having high map of 88mmhg as well as lower pump flow (3.5 lpm), higher pi (6-7), shortness of breath, and fatigue over the 6 months prior to this event. The vad team was titrating up the patient's afterload reducers. A computed tomography angiography (cta) revealed 60% occlusion of the outflow graft near the bend relief. Three stents were placed in the outflow graft. The pump flow returned to 4.5 lpm and pi was 3-7.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported outflow graft obstruction and (B)(6) could not conclusively be determined through this evaluation as no images were submitted and the product was not returned for evaluation. A specific cause for the reported syncope could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided log files were submitted which captured the pump operating as expected. Intermittent pi events were observed throughout the log file, resulting in momentary decreases in speed per design. One low flow fault was captured on 06apr2022 at 11:29:33, however, this did not last long enough to trigger an audible alarm. No atypical events were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26aug2019. No further information was provided. The manufacturer is closing the file on this event.